Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an energy error during refractive laser treatment. A restart of the laser was attempted and did not resolve the issue. The patient will return to resume treatment of the right eye at a later date.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. During onsite visit the fse (field service engineer) replaced a sensor and printed circuit board, the system meets company specifications. This is a known issue and an internal investigation was already opened. However, the root cause could not be identified conclusively. Most possible root cause for the reported error was determined to be a faulty label on a sensor. Label is sporadically placed incorrectly on sensor and conductive layer may lead to intermittent negative impact of the sensor measurement. This device was identified to be affected by this error. The manufacturer internal reference number is: (B)(4).